Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient had undergone right ventricle (rv) lead revision. The lead was repositioned. Additional information received that the lead was dislodged. No adverse patient effects were reported.